Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the device would not detect an ECG signal, output pacer, or defib energy from the device via the universal cable. The complainant indicated that there was no patient involvement in the reported malfunction.